Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: a dhs-dcs screw has grades on the top and does not enter the plate.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs¿screw. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The manufacturing records were reviewed and no complaint related issues were found the instrument conforms to our specifications.